Manufacturer narrative:
In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
It was reported that this patient with this dual chamber pacemaker presented to the emergency department due to syncope, then admitted to the intensive care unit (ICU) for another medical condition. Upon device interrogation, it was found that the non-boston scientific right atrial (ra) lead and right ventricular (rv) leads exhibited intermittent spikes in pace impedance measurements, but still within normal range. The patient is dependent. In addition, observations of loss of capture on telemetry as well as atrioventricular (av) dyssynchrony were noted. No oversensing occurred as a result of the observations. Technical services was consulted and recommended programming and troubleshooting options. During troubleshooting, technical services found that the device feature, right ventricular auto capture threshold (rvat), to have been performing twice the number of tests. The physician opted to reprogram the device at that time, as the physician felt the issue could be a connection issue with the boston scientific device and non-boston scientific leads. Since device reprogramming, the impedance measurements on the ra and rv leads have been stable with no reported issues. The rvat tests have also returned to normal. The device system remains in service. The plan is for the patient to follow up with their physician in one month for another device check. No additional adverse patient effects were reported.